Event description:
Code involving a pt with aicd. Pt had shockable rhythm and aicd did not convert arrhythmia. Zoll m series with serial number entered on this form was used to deliver 200j w/paddles. Amount of j delivered was less than 140j. Four mins later, defibrillator used to deliver 200j and less than 140 j was again delivered. Unit was tested the day of event both prior to and following the event and passed testing.